Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia as well as broken force sensor was detected during seating or regular delivery. The customer's blood glucose level was 400 mg/dl at the time of incident. Customer did not report any symptoms related to high blood glucose. Customer did not mention how they treated the high blood glucose level. Customer reports they were unable to clear the alarm. Customer not able to complete rewind. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify a broken force sensor was detected during seating or regular delivery error alarm due to motor error alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.